Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the lip ring was missing. The customer¿s blood glucose level was unknown. Top of the reservoir chamber was damage. Customer reported that the reservoir was unable to lock in place. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.